Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for erratic and high blood glucose test results. The customer is concerned with tests results from results obtained of 168 and 147 mg/dl. The customer's expected fasting blood glucose test result range is 100-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer called in and states meter is reading erratic and high. Today customer's meter read 168 mg/dl fasting at 1:13 pm and 44 minutes later after eating at 1:57 pm the meter read 147 mg/dl;customer obtained result of 150 mg/dl non-fasting while on the phone with me at 2:32 pm.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note test strip-UDI#: (B)(4).

Event description:
Customer reported complaint for erratic and high blood glucose test results. The customer is concerned with tests results from results obtained of 168 and 147 mg/dl. The customer's expected fasting blood glucose test result range is 100-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).